Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, during prep of a 6f/7f mynx control vascular closure device (vcd), the user identified an abnormal split in the outer sleeve. The sealant was exposed. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The user is trained to the device. The sleeve was not manipulated/handled during prep that may have caused the damage to the sleeve. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis the unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe was not returned for analysis. The procedural sheath was not included in the shipment. The sealant was in its manufactured position, exposed due to blood saturation and a kinked/twisted condition observed on the cartridge assembly. The stopcock was set in the closed position. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the sleeves presented a kinked and twisted condition, exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, there was a kinked/twisted condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed through analysis of the returned device due to the exposed sealant observed from the kinked/twisted sleeves. The exact cause of the failure experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as twisting the device into the procedural sheath) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during prep of a 6/7f mynx control vascular closure device (vcd), the user identified an abnormal split in the outer sleeve. The sealant was exposed. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The user is trained to the device. The sleeve was not manipulated/handled during prep that may have caused the damage to the sleeve the device will be returned for analysis.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.